Event description:
It was reported that after an open lobectomy, it was found that the bronchial tube which was stapled with the device were fully opened 9 days later from the 1st operation. In the 1st operation, the device was fired on the bronchial tube with the sweet method. The deployed staples were b-formed shape and no leak was found with the leak test. No additional suture was performed after the leak test. The lap right lower lobectomy was planned initially but as the cancer was found in the middle lobar, the procedure was converted to open. The target tissue was not calcified and the device was used away from the cartilage. The patient was doing well after the operation and left the hospital 9 days later from the 1st operation, the patient came back to the hospital with the symptom due to unstoppable cough. When the doctor checked the bronchial tube with the bronchoscope, it was found that the bronchial tube which was stapled with the device was fully opened. Besides, whitened helcoid tissue was confirmed around the site with the bronchoscope. Reoperation was performed immediately and it was found that the complicated parapneumonic effusion which was developed by an infection leaked in the lungs and acute pneumonia involving both lungs occurred. After the 2nd operation, the respirator was put to the patient due to the respiratory failure and she is still being treated in ICU. Renal failure also occurred in conjunction with it but the symptom was resolved with dialysis. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.